Event description:
It was reported that .. "Removal of screw from patient cervical spine. Screw had backed out of aviator plate completely."

Manufacturer narrative:
This device was not returned to stryker due to hospital regulations but additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation. Device not released to stryker by hospital.

Event description:
It was reported that .. "Removal of screw from patient cervical spine. Screw had backed out of aviator plate completely."

Manufacturer narrative:
Method: image inspection; device history review; complaint history review; risk assessment. Results: the aviator variable self drilling screw 4 x 14 mm was confirmed to have backed out of the plate via x-ray images. The surgeon reported that the plate screw holes were drilled in freehand without the use of the recommended drill guides. The patient was 64, had type ii diabetes, and admitted to smoking one pack of cigarettes per day (smoking is not recommended in the aviator IFU). The one year post implant date shows non-fusion of c3/c4, a possible consequence of a patient who smokes. Implants are not intended to maintain physiological function without fusion of vertebrae. No further evaluation since the screw was not returned. Conclusion: the most likely causes of the reported event are non-fusion of c3/c4 based on the stated conditions of the patient or user error.